Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported event. Fa found the instrument to have a broken grip. A piece approximately 0.178" x 0.129" was found to be broken off. The broken piece was not returned.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a broken tip. There was no patient involvement.